Event description:
It was reported that there was a buzzing sound in the room, and the user noticed that it was coming from the suction/irrigator which had run out of saline. However, when the user looked at the screen there was no fluid in the operative field, the surgeon wasn't using it, the suction/irrigator was running on its own. We removed it from the field as it continued to run. The user immediately phoned the gyn lead, removed the batteries from the device at which time the user noticed a burning smell coming from the device. When the batteries were removed, the user was unable to hold onto them as they were extremely hot. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a buzzing sound in the room, and the user noticed that it was coming from the suction/irrigator which had run out of saline. However, when the user looked at the screen there was no fluid in the operative field, the surgeon wasn't using it, the suction/irrigator was running on its own. We removed it from the field as it continued to run. The user immediately phoned the gyn lead, removed the batteries from the device at which time the user noticed a burning smell coming from the device. When the batteries were removed, the user was unable to hold onto them as they were extremely hot. Therefore, there was a thermal event.

Manufacturer narrative:
Alleged failure: summary: there was a buzzing sound in the room, and I noticed that it was coming from the suction/irrigator which had run out of saline. However, when I looked at the screen there was no fluid in the operative field, the surgeon wasn't using it, the suction/irrigator was running on its own. We removed it from the field as it continued to run. I immediately phoned the gyn lead, removed the batteries from the device at which time I noticed a burning smell coming from the device. When the batteries were removed, I was unable to hold onto them as they were extremely hot. The reference number for the device is 250-070-500 and the lot number is 24344fg2. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.